Manufacturer narrative:
The manufacturer's product support engineer (pse) inspected the device but could not confirm the reported issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "patient circuit disconnect" alarm sounded when the patient circuit was removed during a check. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a "patient circuit disconnect" alarm sounded when the patient circuit was removed during a check. An automatic reset alarm was also displayed in the upper section of the screen, but it stopped appearing after the alarm was checked several times. Investigation is ongoing